Event description:
It was reported that patient had excessive bruising from tourniquet cuff during use in a procedure at the user facility. Attempts are being made to obtain additional information from the user facility.

Manufacturer narrative:
The device was not returned for evaluation; therefore, a root cause could not be determined for the event.

Event description:
It was reported that a patient injury due to the tourniquet delivering a higher pressure than displayed on the screen. Patient had excessive bruising from tourniquet cuff. The procedure was completed successfully without a significant surgical delay.